Event description:
It was reported that the pump exhibited a post audile alarm failure. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower right front corner and the bottom case was cracked. A review of the event history log identified primary audible alarm post. During functional testing was able to duplicate the reported issue. There was corrosion present on the speaker the root cause of the issue was customer induced via fluid ingression into the main body of the pump because of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced the speaker. Performed preventative maintenance and all functional testing.